Event description:
Customer reported to a lensar fse on (B)(6) 2014 that during a surgery, they experienced a loss of suction during the capsulotomy. They decided to complete the procedure manually. The doctor noticed a marking on the cornea of the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.